Event description:
Copy from hosp report. Hosp reported the following: "pt had an a-c bypass x 3 with int. Mammary grafts. Pt had to be brought back to or for bleeding because small red clips came off vein grafts. Clips came off the following graft sites: brach of vein graft nearest circumflex anastomosis-area was double clipped & both clips were off. Third clip approx one inch from the take-off of the aorta on the right graft. Staff states - clips do not hold, do not even stay in appliers."